Event description:
It was reported that balloon rupture occurred. The total occluded of 80%stenosed target lesion was located in the mildly tortuous and moderately calcified tibial artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during initial inflation at 7 atmospheres for less than 10 seconds, the balloon ruptured. The balloon was removed, and no device fragments left inside the patient's body. Angioplasty was done with another size of the device and completed the procedure. No patient complications were reported.